Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose level ranged from 100-180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.